Event description:
Reporter alleged the lancet needle part of the multiclix software system used in finger-stick blood glucose testing protruding outside of the dial cap. Reporter stated had been pressing down on the plunger instead of release button and needle does not retract as normal and is visible from the end of the dial cap. No actions were reported taken or treatment received. A request was made for the return of the suspect system and replacement product was sent.